Event description:
On (B)(6) 2011, clinical specialist (cs) reported pt experienced 2 seizures; one yesterday and one last week. Pt is incarcerated and currently living in a half-way house. Pt has no phone and is not able to call in. The seizures were reported to the clinical specialist on (B)(6) 2011 at 1:00 (mountain time) by the pt's case worker. The seizures occurred yesterday ((B)(6) 2011) and last week. Clinical specialist did not know if the seizures were related to diabetes or if the pt was wearing the infusion device at the time of the seizures. Attempts to contact the pt's case worker were unsuccessful. Sent f/u email to original agent and cs to update the concern on (B)(6) 2011. On (B)(6) 2011, clinical specialist forwarded a copy of the email she sent to the pt's case worker and her response. On (B)(6) 2011, clinical specialist contacted the case worker to f/u with the pt's condition and whether or not he was seen and treated by the doctor. On (B)(6) 2011, the case worker sent an email to the clinical specialist stating the pt is doing so much better after speaking to him regarding available options for not being responsible with his infusion intake. The case worker reported it appeared the pt was somewhat intentionally being careless with the infusion device therefore he was having seizures. Case worker educated pt on the importance of checking his blood glucose level every 3 1/2 hrs for now. Case worker stated the pt has not had a seizure since that time. No product return was requested.